Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Analysis and results from manufacturer: there are no previous complaints of this code-batch. We manufactured and distributed (B)(4) units of this code batch in the marketplace. There are no units in stock. Received two detached needles (without threads and packaging). However, without any closed, unused samples, an analysis cannot be carried out in order to come to a definitive conclusion. The batch manufacturing record was reviewed. This product had a normal process. The results during the process fulfil OEM requirements. Final conclusion: complaint is not justified. Without any closed samples a study can not be performed to see if the affected product does not fulfill the OEM requirements. Note is taken of this incident and if any samples are received in the future, the case will be re-opened and analyzed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions at this time. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: germany. It is reported that the thread tears off.

Manufacturer narrative:
Samples received: 2 needles (without pack). Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 2,124 units of this code batch. There are no units in our stock. We have received two detached needles (without threads and packaging). However, without any closed sample we cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Final conclusion: in spite of receiving two detached needles, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.